Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Additionally, it was reported that during the fill tubing step of the load process the customer was unable to observe drops exiting the end of the tubing. Tandem technical support advised the customer to disconnect the tubing from the cartridge and reconnect the cartridge to the tubing. Subsequently, drops were observed exiting the tubing. The customer's blood glucose level was 450 mg/dl.